Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The complaint was initially reported by other health care professional, which states that the consumer experience corneal lesion with existing contact lens, discontinuation of the wear of contact lenses for a week was recommended, and there was a considerable improvement in the corneal condition. The consumer resumed wearing contact lenses and encountered the same corneal degeneration problem. The current status of the consumer¿s eye was still ongoing at the time of this report. The consumer was recommended to wear different brand of contact lens. No additional information regarding the event or product is known at this time. On 25sep2023, a health care professional reported multiple events seen in consumers wearing total 30 contact lenses. This report is specific to one consumer who was reported to have corneal lesions. Follow-up information was received from the initial reporter on 21sep2023; however, the information was either generalized or could not be directly associated to the consumer affected (no identifiers were provided). The generalized information received indicated that the initial reporter was seeing punctate corneal surface changes and discomfort with the use of the complaint product. Requests for clarification on the information pertaining specific complaint have been made. Keratitis is defined as inflammation of the cornea. Two classifications of keratitis are infectious and non-infectious. Non-infectious keratitis includes treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. Treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. This report of punctate corneal surface changes along with discomfort does not change the reportability of the corneal lesions. No more specific information received to the initial report of corneal lesion. Thus, the complaint still remains as serious and reportable.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).